Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the 2nd firing, incomplete cut and no staples visible, despite partially fired re-load. The re-load dislodged from the device and fell into the cavity of the pt. The pt had to be opened to ensure a control of the bleeding. The reload was also retrieved and the procedure completed. The pt received 4 units of blood.